Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pacemaker implant, and while testing the lead thresholds, the analyzer would not pace the atrial channel. Multiple cables were tested, and it was verified the cable was securely clipped into the base. With the rate set to 80 beats per minute (bpm), and at high output, there was no capture and no pacing exhibited. The patient's intrinsic heart rate stayed at 58 bpm. In addition, there were pacing spikes observed on an external monitor at 60 bpm, but still no capture. Subsequently, different cables were attempted with the same result. The cable was eventually moved to a different, legacy programmer and the heart rate increased to 80 bpm with normal threshold values indicated. The programmer remains in use. No patient complications have been reported as a result of this event.